Event description:
A coding specialist reported that approx eight years after implantation, a shunt was explanted due to erosion through the conjunctiva. She indicated that the shunt had not been placed under a flap. In a follow up, the coding specialist stated that according to the surgeon, the shunt eroded because of the way it had been implanted. Add'l info was requested; however, the surgeon has declined to provide it.

Manufacturer narrative:
Eval summary: no sample was returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined. (B)(4).